Event description:
It was reported by service report that the access door fell of and would not latch/lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.